Event description:
The port access needle was used to administer chemotherapy, fluids and electrolytes. The needle initially performed fine for the administration of chemotherapy and fluids. When additional IV fluid containing electrolytes was administered later, the needle device leaked. The fluid appeared to leak from the base of the device where the needle is attached to the clear plastic portion. The needle was changed and replaced with another needle of the same model. The replacement worked correctly and fluids were administered without problem.====================== health professional's impression======================the nurse believed the needle device leaked through a defect.